Manufacturer narrative:
B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that stapler was not returned engaged. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Evidence of use in the form of biological material was present on the device. A functional inspection could not be performed as the stapler was returned with no staples remaining. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hcp failed to fire staple while using on patient." No injury, consequence, or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73e2300843 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "hcp failed to fire staple while using on patient." No injury, consequence, or harm reported. Patient condition reported as "fine".